Event description:
Litigation alleges patient had pain and injuries after asr hip implant. **update** (B)(4) 2012 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. ***update*** (B)(4) 2012-sales rep reported revision surgery due to a pseudotumor. There was no new information that would change the outcome of the investigation. **update** - medical records received (B)(4) 2013. Revision operative report indicates the following: discomfort; elevated serum chromium and cobalt levels; pseudotumor; copious amounts of cloudy gray fluid with metallosis; adverse soft tissue reaction and destruction; inflammatory synovium; extensive corrosion particles were present on the trunnion as well as within the taper on the femoral head; there was not extensive ingrowth circumferentially on the cup. The adapter sleeve and femoral stem have been added to the complaint.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.